Event description:
It was reported that a cartridge alarm occurred during the pump load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy and received a replacement pump. They understood all instructions, including how to store the pump and the procedure for returning the defective pump to tandem.